Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Daily trend in save to disk data shows batt(v) of 2.79 volts between (B)(6) 2011, is before eri less than 2.62 volt. Ventricular short interval count v-sic is 2505 counts, in 0.12 day, on (B)(6) 2011 in the timeframe between 00:54:11 and 03:47:16. Four - ventricular nonsustained tachycardia (nst) episodes of less than 200 ms average ventricular cycle occurred on (B)(6) 2011 in the timeframe between 02:20:01 and 02:21:07.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was also reported the right atrial (ra) lead dislodged during the revision procedure. Repositioning was attempted but the ra lead only partially pulled out and remained stuck. The lead was capped and a new lead was placed. No patient complications have been reported as a result of this event.